Event description:
Follow-up from the treating provider gave the cause of death as sudep. After having several seizures, the patient's husband placed her on her side, and when he returned to check on her, the patient was found face down and not breathing and was unable to be resuscitated through CPR.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by a patient¿s mother that a vns patient was deceased. The mother stated the patient had tried medications, vns and a service dog, but her seizures had become too severe. Additional relevant information has not been received to-date.